Event description:
The layer user/patient contacted lifescan (lfs) in 2008 alleging that her meter had been reverting to the memory mode and has been unable to test for a month. This medical affairs specialist (mas) spoke to the pt on the following month and obtained the following information: the pt mentioned that since the month prior to original month, she has been unable to test her blood glucose, due to the meter reverting to the set up mode. During the time she was unable to use the meter, the pt continued to take her set amount of insulin on a regular basis (10 units regular and 15 units of nph) twice a day and stopped testing her blood glucose. In the middle of the night on five days prior to original date, the pt developed symptoms, which consisted of vomiting, impaired vision and felt weak. She did not attempt to test her blood glucose, since she knew it was not working. She did not treat herself and her fiance took her to the ER. The pt was tested in the lab and her blood glucose reading was 1144 mg/dl. The pt was put on an IV drip and does not recall what else she was treated with. She was admitted in ICU for two days. The pt's diabetes regimen was increased and her physician had also asked her to test her blood glucose 6 times a day vs. Once a day. The issue was not resolved during the initial call with customer service. The meter was replaced. This complaint is being reported, because the pt claimed she was unable to test on the meter for a month due to the alleged issue, later developed symptoms and had to be treated for hyperglycemia in the ICU for two days.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.